Manufacturer narrative:
Summary of evaluation: evaluation results indicate that the cause of this event was a manufacturing error not detected by the inspection.

Event description:
Lag screw did not fit on guide wire. This event did not occur during a surgical procedure.